Event description:
It was reported the colonovideoscope experienced a scope communication error b30 during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: air/water cylinder, air/water tube and the light guide lens had white foreign objects, error e237 occurred, and the scope cover case unit and the circuit board unit were noted to be dirty. Based on the results of the investigation, and since the customer reported event was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. For the foreign material: olympus confirmed foreign material came out of the device, but the type of the material cannot be identified. However, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. The scope error e237 was due to component failure due to stress of repeated use, external factors, or handling. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.